Event description:
The customer received questionable calcium gen.2 results for qc material and 35 patient samples. Patient sample 1 initial result was 6.8 mg/dl and the repeat result was 9.2 mg/dl. Patient sample 2 initial result was 5.9 mg/dl with a data flag and the repeat result was 8.0 mg/dl. This patient was given a dose of calcium and was prescribed a calcium supplement due to the low result. The customer spoke with the patient's general practitioner (gp) to ensure the clinician was aware that the initial result was erroneous. The gp was aware but since the repeat was also low, he stated he will keep the patient on the calcium supplement. On (B)(6) 2014, patient sample 3 initial result was 6.7 mg/dl and the repeat result was 9.0 mg/dl. Patient sample 4 initial result was 6.8 mg/dl and the repeat result was 9.3 mg/dl. The initial results were reported outside the laboratory. The repeat results were believed to be correct and corrected reports were issued for 13 patient samples. No adverse events were reported. The calcium reagent lot number was 69535701 with an expiration date of 05/31/2015. The field service representative could not find a problem and noted the system was operational upon his arrival. The customer determined that old calibrator material had been used for the calibration prior to the event which resulted in the low results. The field service representative inspected the system fluidics and mechanical functions. No faults were found. He ran performance testing with results within specifications. The customer confirmed qc. Upon follow up, the customer could not confirm that the calibrator material used for the calibration on (B)(6) 2014 was out of the stated stability because they do not record the preparation time on the bottles.

Manufacturer narrative:
Based on the provided qc data, the investigation determined the issue was most likely due the use of calibrator material which was out of stability and produced lower values for standard 2. When the calibrator material was freshly prepared, the problem was resolved and has not reoccurred. A general instrument issue was ruled out as the provided instrument maintenance status was ok and the reaction kinetics did not show any abnormalities.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.